Event description:
Caller alleged discrepant results with inratio versus lab. Inratio: 1.4, lab: 2.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Test: 1, inratio: 1.4, lab: 2.0, mean: 1.7, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of documented variability for inr testing. Product testing is not required. No further investigation will be pursued. Device was not returned for eval. Investigation closed. No corrective action is required as no product deficiency was established.